Event description:
Prior to implantation of zephyr ebvs, the doctor was sizing the airways when one of the larger sizing wings detached. The wing was removed from the patient. The procedure continued with a new catheter.